Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11 : the device was received for evaluation. During functional testing, an "close door" alarm was reproduced while loading a set, the device gave a not fully latched message. During the evaluation when it was intended to turn off the device it showed a close door message. A review of the event history log revealed door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an intermittent function of the upper latch switch, therefore the failed component was the upper auxiliary. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed close door message during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.